Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: device photographs for the device related to the reported event of rupture were reviewed on feb 02, 2021. Visual analysis of the photographs identified: device patch with lot number 1864382, red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Healthcare professional reported ruptured device on left side, the device has been explanted.